Event description:
Additional information received reported that the event was related to the stimulator and stimulation. The issue was resolved on (B)(6) 2019.

Manufacturer narrative:
Continuation of d11: product ID: 309328, lot#: 0208490646, implanted: (B)(6) 2014, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot #: 0208490646, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a decrease of efficacy and new pain in buttock and upper thigh. Discomfort when passing security barrier, non-intense pain at the buttock and upper thigh that is contemporary to decrease of stimulation efficacy. Factors that may have led or contributed to the issue remain unknown. Actions taken include a reprogramming on (B)(6) 2018 where the device was switched off and (B)(6) 2018 where the device was switched on; planned botox and medication of toviaz was used. The issue was not resolved and remains ongoing. The investigator assessed the event as not serious, not related to procedure, and related to the stimulation. Relevant medical history includes idiopathic urge urinary incontinence since 2011.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208490646, implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported urinary status degradation due to battery depletion. Discomfort with moderate pain in buttock and upper thigh contemporary to decrease of stimulation efficacy. Action taken was a test of on and off where no changes were observed plus a battery replacement on (B)(6) 2019. Improvement and even resolution of urinary symptoms and pain after battery replacement.